Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized on (B)(6) 2016 due to elevated blood glucose while using the infusion device. In the morning, at an unknown time, the patient received a result of 22 mmol/l. In the afternoon, the patients husband called the ambulance and the patient was transported to the hospital. The blood glucose reading and treatment provided by the paramedic's was not provided. The patient arrived at the hospital at approximately 3:00pm. At 3:09pm, the hospital received a blood glucose result of "hi". The type of treatment the hospital provided was unknown. At the time of the report, the patient was still stationary in the hospital, it is unknown when the patient will be discharged. The infusion device was requested to be returned for product evaluation.